Manufacturer narrative:
Imdrf device code 150201 captures the reportable event of axios stent failed to deploy transduodenal to the biliary duct.

Event description:
It was reported to boston scientific corporation on february 15, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the biliary duct during an endoscopic ultrasound (eus)-guided choledocoduodenostomy procedure performed on (B)(6), 2023. During the procedure, the axios stent's first flange could not be deployed. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation on february 15, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the biliary duct during an endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure performed on (B)(6), 2023. During the procedure, the axios stent's first flange could not be deployed. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Imdrf device code 150201 captures the reportable event of axios stent failed to deploy transduodenal to the biliary duct. The axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination revealed that the stent was only partially deployed, with the outer sheath bent and detached from the control hub. A destructive inspection was performed to identify the rotational damage, but the outer sheath was bent. There was no rotational damage found in the device. No other issues were noted with the delivery system. The damages noted were most likely due to procedural factors encountered during the procedure; handling and manipulation of the device during used could have caused the outer sheath to bend and detach from the control hub. Product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and delivery system instructions for use (IFU) state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Therefore, review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.